Manufacturer narrative:
Event date: date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was able to connect to their ins, but they didn't feel stimulation. They used the programmer to confirm they were set to group a at 6.50 and that their stimulation was on. About two weeks ago they felt a sharp pain while in the prone position. They felt stimulation for about a minute and then had not felt stimulation since then. They tried increasing the stimulation but they still do not feel stimulation. The patient changed to group b at 7.10 and group c at 6.5 and stimulation was not felt on either one. They usually felt stimulation in their left side and left leg. A representative met with the patient on (B)(6) 2021 and performed an impedance check which showed electrodes 0 through 7 and electrode 12 as being out of range; they were showing as red x's. The representative reprogrammed around the open circuits to give the patient therapy but they were planning on replacing the leads and ins at a future date which was yet to be determined. No further complications reported.